Manufacturer narrative:
The serial number of the customer's cobas e 801 module is (B)(6). The investigation is ongoing.

Event description:
The initial reporter received a questionable positive elecsys toxo igm (toxo igm) result from one patient sample tested on the cobas e 801 module. The reporter stated that they reported a false positive result to medical personnel. The specific result was not provided. Further information and data related to this event was requested but was not provided.

Manufacturer narrative:
Sections a2 and a3 were updated. Section b3 was updated. Section b6 was updated. The specific results were provided. The initial toxo igm result was 1.15 coi (positive). On (B)(6) 2023 the toxo igm result was 1.11 coi (positive). This result was reported outside of the laboratory. No further event details were provided. Calibration was last performed on (B)(6) 2023 with acceptable results. Qc was acceptable. No relevant alarms were observed on the alarm trace data. Internal investigations have confirmed a decreased specificity for this reagent lot, still performing within the product specifications. The specificity is within the claimed range. The reagent performs within specification. The investigation did not identify a product problem.